Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted images confirmed damage to the outer jacket of the patient's pump cable. A specific cause for the damage could not be conclusively determined through this evaluation. The submitted photographs captured a tear in the outer jacket of the pump cable. The underlying armor layer was exposed; however, it also showed that the armor layer had split enough to expose the bionate. The bionate appeared to be intact and no wires were visible in this location. The damage appeared to be cosmetic only. The last photograph also showed that the damaged areas had been covered with rescue tape. The controller event log file contained events on 21jan2025. No notable events or alarms were captured, and the pump appeared to function as intended at the set speed. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas IFU, rev. C, and heartmate 3 patient handbook, rev. D, are currently available. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables". Furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient was seen in clinic. Upon inspection of driveline, it was noted that there was a large gash located just distal to exit site of abdomen. Fiber layer exposed down to polytetrafluoroethylene (ptfe), which appeared intact. Rescue tape was applied, and the patient was urged to not shower. No alarms were seen on interrogation. The log showed persistent pulsatility index (pi) events on (B)(6) 2025 from 0:02 to 04:23. There was no evidence of any type of electrical percutaneous lead conductor issue in the log file.